Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the associated defibrillator was unable to obtain an ECG signal through these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll. A visual and microscopic thorough evaluation of the electrodes found no abnormalities which could have led to the reported malfunction. Trend analysis was performed and no evidence of an increase in trend was found.